Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 400 mg.dl. The customer was treated for high blood glucose. The customer reported that the no delivery alarm was resolved by infusion set change. The customer does not want to return infusion set and reservoir for analysis . The customer was advised to call when the alarm occurs in order to troubleshoot. The customer was advised that we will replaced the sets and save the products if possible for possible return.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.